Event description:
Patient developed a left pneumothorax with acute shortness of breath and decreased oxygen saturation. Chest tubes were inserted and the event was considered resolved one week later.